Event description:
Additional information was received. It was reported that the monitor never turned on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4). Analysis found on battery 9735773 48v s8 svc- analysis determined the battery was tested (52.44v) for a 24 hr period with accompanying ups. The ups did shut down during testing due to battery over heating. The ups was then tested with a known good battery for an extended testing period and tested with no issues. The ups was then unplugged from main power and continued to run under known good battery's power for the set 11.5 minutes before ups shut down as programmed. Damaged electronics / interconnect failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a case the main cart monitor was black and the camera cart monitor had a white box that said disconnected. The site brought in their second navigation system to complete the case. There was a 25 minute delay. No impact on patient outcome.